Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. During trouble shooting the AED audio was muffled. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer confirmed the reported problem. The AED was reporting a service associated with the AED measuring the battery at a critically low state. Based on age of the AED, and the reported problem, the customer was advised to remove the AED from service.